Manufacturer narrative:
Corrected: d4, d6b, h4.

Event description:
It was reported that an inflatable penile prosthesis (ipp) was explanted due to a possible fluid leak. It was noted the device was not working. A new ipp device was implanted. There were no patient complications.

Event description:
It was reported that an inflatable penile prosthesis (ipp) was explanted due to an inflation issue as a result of a possible fluid leak. The patient was experiencing no erection. A new ipp device was replaced. No further patient complication reported.

Manufacturer narrative:
Correction to block h6: evaluation conclusion codes.

Event description:
It was reported that an inflatable penile prosthesis (ipp) was explanted due to a possible fluid leak. It was noted the device was not working. A new ipp device was implanted. There were no patient complications.

Event description:
It was reported that an inflatable penile prosthesis (ipp) was explanted due to a possible fluid leak. It was noted the device was not working. A new ipp device was implanted. There were no patient complications.